Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during da vinci-assisted liver resection surgical procedure, adhered tissues were noted to be on a 8mm harmonic ace instrument. The excitation platform of the harmonic ace reported an error - a reminder of "reduce tip pressure" was shown. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a robotic-assisted liver surgery using the da vinci system, brown tissues¿specifically liver tissue and blood eschar¿became adhered to a harmonic ace instrument during the cutting process. The instrument had been in use for approximately 40 minutes, though the precise duration is unknown, and inspection revealed no substantial bio debris build-up; the plastic gasket remained visible, and it could not be confirmed whether tissue was trapped inside the instrument. When tissue adherence was observed, the surgical team removed the instrument and wiped it down, and no unplanned tissue excision occurred as a result of the event. There was no bleeding beyond the scope of the normal procedure, no unexpected blood loss, interventions, or transfusions required, and the event did not adversely impact the patient¿s health, the course of the operation, or cause any post-operative or long-term complications. The patient recovered without issue, and the surgery was successfully completed after the surgeon replaced the affected harmonic ace instrument, suspecting a stability issue with the device. The procedure continued without conversion or abortion. Photos and/or videos of the incident were provided for further internal review. Isi received a video clip related to the alleged complaint and a review of the video clip was conducted by the failure analysis engineer (fae) and the following additional information was provided: the video showed the ethicon generator showing an error during the instrument self-test. The error appeared to be related to the connection between the instrument and the handpiece. The self-test was meant to be completed with the instrument outside of the patient, and the error did not appeared to be related to intraoperative sticking or pressure on the tip of the instrument, so it was unable to confirm the reported issues based on the video provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm harmonic ace instrument for failure analysis investigation. The instrument was analyzed and found to have a generator self-test (aka initialization) failure during in-house testing. Self-test failed consistently on multiple attempts. The generator displayed an error message indicating (replace instrument). During testing, a high-pitched noise was heard. The curved blade remained intact during the self-test. The curved blade shows damage indicative of inadvertent contact with other objects while the device is activated. Additional observation(s) not reported by site: the instrument was found to have blade damage at the tip/middle/base of the blade. One of the blade edges was indented. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The complaint was confirmed by failure analysis. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
Refer to h11 for follow-up information.